Event description:
It was reported that on (B)(6) 2024, a 29mm portico valve was selected for implant using a large flexnav delivery system (ds). There was no issues loading the valve or retracting it into the delivery system during prep. During the procedure, a pre-dilation was performed, followed by device implant. During the implant, while the device was being deployed it kept diving and it was unable to achieve a desired depth. The valve was recaptured 2 times, and upon the second recapture, the device was unable to be completely re-sheathed. It was noted that the ds had kinked above the annulus and re-crossing could not be achieved. The physician decided to release the valve in the descending aorta and then deployed another 29mm portico valve into the native annulus. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. There were no adverse events and the patient is stable.

Manufacturer narrative:
An event of positioning problem and retraction problem were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that while the device was being deployed it kept diving and it was unable to achieve a desired depth. The valve was recaptured 2 times, and upon the second recapture, the device was unable to be completely re-sheathed. It was noted that the ds had kinked above the annulus and re-crossing could not be achieved. The physician decided to release the valve in the descending aorta and then deployed another 29mm portico valve into the native annulus. Based on the information received, the cause of the reported events could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 jun. 2024, a 29mm portico valve was selected for implant using a large flexnav delivery system (ds). There was no issues loading the valve or retracting it into the delivery system during prep. During the procedure, a pre-dilation was performed, followed by device implant. During the implant, while the device was being deployed it kept diving and it was unable to achieve a desired depth. The valve was recaptured 2 times, and upon the second recapture, the device was unable to be completely re-sheathed. It was noted that the ds had kinked above the annulus and re-crossing could not be achieved. The physician decided to release the valve in the descending aorta and then deployed another 29mm portico valve into the native annulus. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout. There were no adverse events and the patient is stable.